Manufacturer narrative:
Vyaire file identification : (B)(4). At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when we turn on the ventilator the device did not start ventilating and showed check circuit alarm on lap top ventilator 2200. The customer confirmed that there was no patient involvement associated with the reported event.